Event description:
It was initially reported that the patient was having an increase in seizures and increase in seizure duration. The patient was concerned that the vns was malfunctioning and the generator was unable to be interrogated. The patient will likely have surgery but it has not occurred to date. Good faith attempts for additional information have been unsuccessful to date.

Event description:
Additional programming history was received that showed that the generator was able to be interrogated and they it was not at end of service and functioning.

Event description:
Additional information was received that the failure to program was believed to be due to the generator being at end of service. The programming system is functioning and they could use it with other patients at that same time period. The increase in seizures was believed to be related to the generator being at end of service. It was unknown when the increase began but the seizures frequency was believed to be above pre-vns baseline. There was no believed causal or contributory medication or setting changes. It was unknown what seizures types were increasing. It was the patient who said she thought there was a malfunction due to vns not helping any more (increase in seizures) the patient also felt her medication were not working. The patient was in on (B)(6) 2013 and everything was fine and then the failure to program happened on (B)(6) 2013. There were no diagnostic available so there were no previous battery flags to provide. Patient was referred to the surgeon. No further information was provided